Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2019-03704. Evaluation results: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing which included bench handling, power cycling, and functional stress testing without duplicating a malfunction. The smart pneumatic module was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed "internal comm failure - 1472" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.